Event description:
Procedure performed: robotic cases. Event description: ca500 misfired three times during use. Clips would not expel from the device. Product is available for return. Patient status: no report of patient injury. Intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Based on similar incidents, corrections have been implemented.

Event description:
Procedure performed: robotic cases event description: ca500 misfired three times during use. Clips would not expel from the device. Product is available for return. Patient status: no report of patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.